Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for evaluation. A review of the lot history record could not be conducted because the lot number was not provided. The reported patient effect of perforation is listed in the xience sierra everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. It is possible that post dilation with the 4.0 non-abbott balloon resulted in the reported dissection; however, this cannot be confirmed. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a lesion located in the left anterior descending coronary artery. A xience sierra stent was successfully deployed at 12 atmospheres. The stent was post-dilated with a 4.0 non-abbott balloon and a proximal perforation was noted. A non-abbott covered stent was used as treatment. There was no reported adverse patient sequela. No additional information was provided.